Manufacturer narrative:
Insulin pump received with corroded battery tube, broken battery tube thread and reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the pump was damaged. The customer¿s blood glucose level was 228 mg/dl the customer reported that they had damage on the plastic around reservoir and battery chamber pulling away, plastic reservoir window half broken off. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional¿s instruction. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.